Event description:
Discordant, falsely low brain natriuretic peptide (bnp) results were obtained on the advia centaur on two patients. The results were reported to the physician. The laboratory repeated the samples on a different advia centaur and obtained higher bnp results for both patients. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. The fse determined that the cause of the discordant, falsely low bnp results was due to a loaded base container in the wash1 position. This error was made by the customer. The fse loaded the base container in the correct position and decontaminated the wash1 lines and reservoirs. The instrument is performing within specifications. No further evaluation of the device is required.